Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) system exhibited possible right ventricular (rv) loss of capture for greater than three seconds. It was noted that the patient was symptomatic. Additionally, the patient was experiencing atrial fibrillation (af) with rapid ventricular response (rvr) with intermittent pacing. Technical services discussed the possibility of paced morphology being narrower and falling into analog blanking post pacing. This resulted in the flat electrogram (egm). Also, there was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Technical services discussed troubleshooting options. Thresholds were noted to be within range. At this time, the system remains in service. No adverse patient effects were reported.